Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified ankle surgery, it was discovered that the torque limiting attachment device was not coupling properly. There was a ten minute delay to the planned surgical procedure. A spare device was available for use and the surgery was successfully completed using a hand screwdriver device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. An assessment was performed on the device which determined the unit meets all manufacturers¿ functional and operational specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.